Event description:
Event description guidant received information that the patient with this left ventricular lead experienced diaphramatic stimulation since the initial implant procedure. The lead and device were removed and replaced.